Event description:
Reportedly, a piece of the dilating sleeve disengaged into the pt cavity and was subsequently retrieved to complete the case without further incident. Procedure: unk. No pt injury reported.